Event description:
The patient was seen on (B)(6) 2015 and this lead had an impedance of >3000. The ra lead was capped and the ICD removed and replaced on (B)(6) 2015. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.